Event description:
The customer contacted physio-control to report that their device lost power after being connected to the patient. The patient was confirmed to be in pulseless electrical activity (pea) when the ems crew arrived on the scene. The patient downtime prior to the use of the device is unknown. Approximately two minutes later the patient was connected to another device a monitor/defibrillator. Defibrillation therapy from the second device was not delivered based on the patient¿s condition. The patient did expire. The customer, a health care professional, has indicated that the death of the patient was likely not related to the reported device failure but because of the condition of the patient upon arrival. No further details of the event or the patient were provided by the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The device functioned properly. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. The device functioned properly. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device. Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however through an evaluation of the electronic device data, the reported issue was verified to have occurred. During testing, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device. Supplemental information: physio-control performed a clinical review of the reported event and determined that the reported issue did not contribute to the death of the patient. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Recall indicates: 3015876-01/04/2017-001c. Recall should indicate: 3015876-01/06/2017-001c.